Event description:
Reporter alleged the blood glucose advantage system generated a glucose result in the 300s mg/dl and then the reading disappeared and a reading of 182 mg/dl appeared on the display screen. Reporter stated the system had been performing like this for the past two weeks. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.